Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 474 mg/dl. The customer alleged the pump was not delivering a bolus as intended; however, this could not be confirmed as multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.